Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on. The technical support representative contacted the reporter and the patient to obtain information and to troubleshoot the pump; however was unable to reach her by telephone. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that reboots are observed in the black box. Evaluation revealed that the battery compartment is cracked and there is no damage to the battery cap. The pump powered on normal with no alarms and the pump was exercised for 24 hours with no power issues or alarms. The battery contact height and width is found to be within specifications. The complaint was observed in the history but not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.